Event description:
It was reported that a patient presented in-clinic for routine follow-up, atrial lead noise was observed. The patient reported symptoms of shortness of breath and fatigue. Based on the review of the diagnostic image, there was no externalized conductors or electrical anomalies were noted. The atrial lead was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 7.0 cm to 7.3 cm from the connector pin consistent with lead friction to the device can. The outer coil was exposed at this location. External insulation abrasion was noted at 35.1 cm to 35.5 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise. The cause of the reported events was due to these external abrasions.